Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon into the pt and inflated the occlusion balloon to occlude the vessel. At some point during the procedure, the physician attempted to deflate the occlusion balloon; however, the balloon would not deflate. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire; however, the occlusion balloon would not deflate. The physician pulled the occlusion balloon wire out of the pt still inflated. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.